Manufacturer narrative:
Manufacturer report 2017865-2020-08885, should not have been reported as a medical device report (MDR) as the product does not have an alleged malfunction.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the torque wrench became loose when attempting to tighten the device. The torque wrench was replaced to resolve the event. The patient was stable and will continue to be monitored.